Event description:
It was reported that during a follow up in clinic, the patient presented with a hematoma and the device was unable to be interrogated. The difficulty interrogating was suspected to be due to the hematoma preventing the device from being physically located. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating during a procedure to explant the device, it was discovered that the device had not been implanted. The physician suspected that during the initial implant procedure, the device fell out of the insertion tool when the physician rotated the insertion tool prior to introduction into the patient's body. The physician does not allege a malfunction on the device. The patient was in stable condition.